Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. Visual inspection revealed that the jaws were burnt and the silicon was cracked. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device self-activated during the test. The handle was disassembled and one of the microswitch blades was found detached. Based upon this, the reported failure "device would not shut off" is confirmed. A lot history record review was performed and there was no nonconformance that could have caused the reported failure mode. This issue is currently being in our CAPA process. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro would not shut off. A replacement kit was used to complete the procedure. There were no patient effects. The product was returned.